Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic in stable condition due to an alert of high, out of range, high voltage lead impedance. Upon review of the transmission alert, it was noted that the impedance anomaly was seen on the rv to svc and svc to can vectors since implant. It was also noted that the patient has a competitor single coil lead with the shocking vector still programmed rv to svc and can. The vectors were reprogramed and the hvli measurement alert was cleared. The patient was stable and will continue to be monitored.